Event description:
It was reported the patient felt that sometimes the pump was delivering more or less that it was supposed to. It was noted the patient's physician had not brought up volume discrepancy concerns. The patient received refills every 3 months and "3 ml or cc " specific measurement not obtained." It was unclear what was meant by "3 ml or cc." It was also noted the patient still took oxycodin for breakthrough pain. The patient had a scheduled appointment with his healthcare professional (hcp) on (B)(6) 2012. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).